Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an xray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge was fully unfolded and frayed in the wound. The customer further reports that the frayed sponge particles were removed immediately with no ill effect to the patient.

Manufacturer narrative:
Submit date: 07/24/2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer requesting additional information. Attempts were made to retrieve additional information. However, the customer reports no other information of the event is available.